Event description:
IV pump alarmed and froze with a critical error alarm. The rn was at the bedside, changed out the pump immediately, no harm to the pt. Dates of use: (B)(6) 2014. Diagnosis or reason for use: cardiomyopathy with cardiogenic shock.